Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during treatment, customer reports that pico 7 10cm x 20cm dressings leave a lot of silicone residue on the skin and wound. It has not caused any problems at the therapeutic level, but they take longer to remove the residues, which they were not supposed to release. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to confirm a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the event, which provides details of the conditions in which the device should be stored. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A review of complaint history did not reveal similar events for the listed batch and part number with no manufacturing problems observed. Corrective action has identified that no process concerns have been observed, the actions related to silicone adhesion are in place. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range. Internal complaint reference number: (B)(4).